Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported providing a letter from their dentist. They are currently in physical therapy for tmj issues as a result of the byte aligners. They still have to get braces to fix their bite. This is a contraindicated patient for crowns.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.